Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a high blood glucose level of 633 mg/dl. The customer stated that the reservoir will not go in the plunger. The customer did not provide any more details about the hospitalization. The customer was transferred to the help line for assistance. The device was not returned for analysis.